Event description:
Complainant alleged that the device battery would not hold a charge as the clinician was attempting to use the device to treat the pt. There is no info available regarding pt outcome.